Manufacturer narrative:
The power supply was returned to the manufacturer for analysis. Analysis found the power supply failed a bench test. Analysis found that the reported event was related to a electrical issue. The starter was returned to the manufacturer for analysis. The starter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000450, serial/lot #: rev. 2 (B)(4); product ID: bi71000576, serial/lot #: rev. 1 (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system failed to expose randomly. The starter and power supply were replaced. The imaging system then passed the system checkout and was found to be fully functional. The starter and power supply were returned to the manufacturer, however analysis results were no available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during planned maintenance (pm), the system failed to expose. It was noted there was a 140 error code, and then the system moved accordingly. This issue was noted outside of a procedure, and there was no patient involvement.